Event description:
It was reported that the customer had a hospitalization on (B)(6) 2014 due to diabetes ketoacidosis and pre-term labor. Customer's blood glucose level at the time of the hospitalization was 1000 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.